Event description:
Received notice from FDA regarding an incident. Event description is as follows: volun (B)(6) 2012: unresponsive, intubated pt had just been transferred from CT table to ed gurney when a loud pop was heard and flames appeared over the pt's right thigh region. Equipment in use at the time of the head CT included a portable ventilator with oxygen feed, a slider board to assist with pt transfer from CT table to gurney, and a bair hugger blanket which was not attached to the bair hugger warming device. The oxygen source was terminated at the same time the fire was immediately extinguished, and pt was hand-ventilated. The pt sustained a partial thickness burn to her right thigh.

Manufacturer narrative:
A voluntary report was received via the us mail. The cover page for the report stated: the report, (B)(4), was received through FDA's medwatch program. We are forwarding it to you for review since you might be unaware of this event. The MFR contacted the initial reporter on (B)(4) 2012 for additional info. No further info has been forthcoming. The device has not been made available for eval by the MFR. This info is being entered into the complaint system for tracking and reporting purposes.